Event description:
A review of images revealed a retained electrode was noted adjacent to the spionous process of the treated vertebr. It has the appearance conforming to an electrode on the radiofrequency probe, likely that a portion of the electrode was detached during the procedure and retainded in the paraspinous lumbar musculature. It was oriented horizontally and well away from any nerve structures.